Event description:
Customer reportedly received results of 300 mg/dl and 120 mg/dl within 10 minutes on the compact plus system. No blood glucose symptoms reported with these results. No actions taken based on device results. No quality controls were used. Requested return of suspect device, however test strips have been discarded; replacement was sent.

Manufacturer narrative:
Additional concomitant medical products and therapy dates:lasix 80mg twice daily - 10 yearspotassium 10meq twice daily - 10 yearssynthroid 0.2mg once daily - 12 yearsgemfibrozil 600mg twice daily - 4 yearsprevacid 30mg once daily -1.5 yearsclopidogrel 75mg 1/daily - 2 yearsamtirliptride 75mg once daily - 6 monthsdiovan 160mg once daily - 4 yearsdulcolax 100mg twice daily - 9 monthsaspirin 81mg once daily - 1 monthiron 27mg 3/daily - 3 years